Manufacturer narrative:
Device evaluation: the lens was returned in three pieces in a device tray. There was residue on product. Visual inspection found the cartridge damaged, foreign material on device (residue), and the lens stuck in the cartridge. Corrected data: the surgeon was preparing to insert a ks-3ai intraocular lens +19.5 diopter into the patient's left (os) eye. Claim # (B)(4).

Manufacturer narrative:
Patient information: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to insert a ks-3ai intraocular lens, diopter +19.5 into the patient's left (od) eye, the cartridge split. The surgeon states the lens was not implanted. A backp-up lens was implanted. This occurred on (B)(6) 2017. No additional information available.